Event description:
It was reported that the patient had ¿let a pump go dry¿. It was unclear which pump had gone empty at the time, and the drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).